Event description:
Healthcare professional reported a few days after injection with juvederm voluma with lidocaine in the chin, tear trough, and "points lift l1 l2 l3 of de maio", the patient developed "swelling of the face (under eyes)", "angiolymphoid", and redness. The healthcare professional treated the patient with aerius, extranase, doliprane, and "double antibiotic". During assessment the healthcare professional noted an "indurated face" and pain at fold under eyes that was not there prior to injection. Massage treatment applied at the hollows of the cheeks, cheekbones, and tear troughs decreased symptoms. Except for the redness which resolved prior to the treatment prescribed, symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, induration, pain, and angiolymphoid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.